Event description:
(B)(4).

Manufacturer narrative:
Samples from inventory are currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. (B)(4).